Event description:
It was reported that during a colon resection procedure, the staples came apart and did not hold the bowel together. It is unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
The analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge check. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.